Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted cracks on the oled (organic light-emitting diode) screen. When the device was powered on, the screen stayed black. It was reported that the handle did not initialize. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. No enhancements or improvements were generated for the observed condition. The evaluation detected an unreported condition: analysis of the system logs showed evidence of multiple fpga (field-programmable gate array) reset/reprogram failures. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. The most likely root cause was traced to device design. Further action not required because the event has foreseen risk and is included in a data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the handle did not turn on. The device was replaced. There was no patient involvement.